Manufacturer narrative:
Same pt event as MDR 9610622-2010-00367, and 9610622-2010-00368.

Event description:
It was alleged by, (B)(6) at (B)(6), that on (B)(6) 2010 a nail has been implanted on a fractured femur. It was further alleged that the nail and 2 distal locking screws broke and a revision surgery took place on (B)(6) 2010. It was also alleged that the nail broke at the level of the proximal distal locking screw.